Event description:
Philips received a complaint on the heartstart mrx indicating that the device had a paddle issue. There was reportedly no patient involvement. A philips field service engineer (fse) evaluated the device onsite and it was determined that this was an exterior paddle connection issue. Based on the information available and the testing conducted, the cause of the reported problem was the result of a poor paddle connection. The paddle connectors were adjusted and the device was returned to full functionality. The device remains at the customer's site. No further action is warranted at this time.